Manufacturer narrative:
A ge service representative performed an onsite investigation. The gpos battery and rtos were evaluated and replaced. The system software and bios calibrations were reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
It is reported there was a communication error and after a restart it would not complete the boot up cycle. There is no report of death or serious injury associated with this complaint.